Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the front pane damage/display is damaged. There was no specific reported malfunction for the device. There was no report of patient involvement.